Event description:
The bed was in it's lowest height and in a horizontal position. As the technician began to raise the height of the bed, the head portion of the bed tilted down due to the trendelenburg actuator clevis breaking and releasing. As a result, the patient slid toward the head of the bed forcing his legs upward but did not fall off the bed. The patient suffers with back pain which seem to be aggravated by the incident.